Manufacturer narrative:
For the one malfunction, the lot number was provided and a lot history review was performed. The device was returned. The evaluation is confirmed for partial subcutaneous splits/leaks in the catheter as partial splits were observed on the distal most catheter segment, and inconclusive for improper sheath peek as the as the introducer/dilator peel apart sheath was not returned with the sample. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560. Port & catheter allegedly experienced a peel and a subcutaneous leak. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 37 years of age, the gender is female, and the weight is 52 kgs.

Manufacturer narrative:
The device was returned for the one complaint. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560. Port & catheter, implanted, subcutaneous, intravascular allegedly experienced a peeled / delaminated. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6), the gender is female, and the weight is (B)(6).